Manufacturer narrative:
Type 2 diabetic patient reported that she had a bg in the 60 range and she required ambulance service with a transport to the emergency room. The patient shared that she felt weak and she thought she was going to pass out. The patient received unknown treatment in the emergency room. The patient shared that the vgo30 was removed in the emergency room and that the medical personnel did not know what the vgo device was. It is unknown how long the patient remained in the emergency room and it is not known what the patient was doing when she became hypoglycemic. The patient shared that she has memory loss due to her fibromyalgia, but it is unknown if the patient was referring to her medication for fibromyalgia causing memory loss. There is no allegation of device malfunction. The device was not returned for evaluation. Root cause cannot be determined with the information provided.

Event description:
Type 2 diabetic patient reported that she had a bg in the 60 range and she required ambulance service with a transport to the emergency room. The patient shared that she felt weak and she thought she was going to pass out. The patient received unknown treatment in the emergency room. The patient shared that the vgo was removed in the emergency room and that the medical personnel did not know what the vgo device was. It is unknown how long the patient remained in the emergency room and it is not known what the patient was doing when she became hypoglycemic. The patient shared that she has memory loss due to her fibromyalgia, but it is unknown if the patient was referring to her medication for fibromyalgia causing memory loss.

Manufacturer narrative:
Block b3- date corrected. Block e1- initial reporter corrected. Block e2- health professional - no checked. Block e3- non healthcare professional. Block g7- follow up #1. Block h1- serious injury. Block h2- correction checked. The patient stated she suffers from slight memory loss and was not able to provide the event date due to it was a few years ago. Same as MDR 2018-00114 filed from separate complaint.